Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin, and the customer was unsure if the insulin gauge displayed a fill estimate of over 240 units (+240) or 240 units. Additionally, the customer reported using a non-tandem syringe to fill the cartridge, and may have overfilled the cartridge. There was no reported impact to the customer's blood glucose level.